Event description:
It was reported by the aci sales professional that a (B)(6) male pt underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral artery, via a 6f sheath (model unk). A pre-procedure femoral angiogram showed the vessel size to be approx 5 mm. Peri-procedure the pt was anticoagulated with integrilin. The pt's act was noted as 286. Following the procedure, the rt who is a trained user, selected the mynx vascular closure device 6f/7f to close the access site. It was reported that a hematoma developed, post mynx, distally from the access site. The hematoma was described as the size of a golf ball. Manual compression was held for 15 mins, in which time the skin got soft. A femostop was applied as a precaution. The pt was ambulated and discharged home the same day, with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f f1214504) indicated that the device lot met all established performance criteria prior to shipment.